Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the power cable was damaged. The power cord was replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical product: other relevant device(s) are: product ID: bi30000229, serial/lot #: unknown. The cord bi30000229 hos grd 115/15a 14g 20 was returned to the manufacturer and was under analysis on the date of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the power cord was sparking at the male end when plugged into the wall. It was noted that the power cord was damaged internally due to use. The power cord was replaced and the system tested. The system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported outside of a procedure that there was a damaged power cord on the imaging system. There was no patient involvement.